Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, product description: nim vital¿ patient interface 4 channel, serial/lot number : unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system would not record responses when stimulating nerve on one channel (only getting stimulus delivery tone), other channel was recording responses as expected. Troubleshooting recommended disabling event capture to live monitor channel waveform for any increase in signal value. Site noted that value hovered around 30uv with little change when stimulating, and increasing stim output did not affect this value and also recommended reseating electrodes. Site decided to continue case without further troubleshooting. There was no patient impact.

Event description:
It was reported that the system would not record responses when stimulating nerve on one channel (only getting stimulus delivery tone), other channel was recording responses as expected. Troubleshooting recommended disabling event capture to live monitor channel waveform for any increase in signal value. Site noted that value hovered around 30uv with little change when stimulating and increasing stim output did not affect this value and also recommended reseating electrodes. Site decided to continue case without further troubleshooting. There was no patient impact.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable, fdc d02 is applicable for nim console. H6: initially submitted code fdc d16 is no longer applicable, fdc d20 is applicable for nim patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.